Event description:
The manufacturer received information alleging a bipap a30 was not working properly. The patient was taken to the emergency room. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a bipap a30 was allegedly not working properly. The patient was taken to the emergency room. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer found evidence of tobacco/nicotine contamination throughout the device. The manufacturer found the valve contaminated preventing the valve from cycling. The manufacturer also found the blower assembly to be contaminated with tobacco/nicotine causing the impeller to rub the blower enclosure, causing the blower impeller to fracture. The device was evaluated by the manufacturer but has not yet been repaired.